Event description:
Pt had a mcfk64 catheter inserted 5/28/1998 for dialysis treatment and during removal after the treatment when the catheter broke and approximately 3" of the distal tip remained in the pt. The pt was transferred to vascular service. The fragment was isolated in the femoral vein and the doctor removed it. The pt was cooperative and complaint.